Event description:
It was reported that a weld broke that is found on the cot fastening system. It was further reported that the storage pouch was interfering with the lowering of the cot's litter. There was no adverse consequences.